Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the guidewire as returned inserted in the plus unit. It was noted that the burr of the catheter unit was detached from the catheter and was stuck on the guidewire. The distal coil of the catheter unit was broken. The coil was stretched and the remainder of the distal broken coil was still within the proximal burr. The burr could not be removed from the guidewire. The burr and guidewire were soaked in warm water in order to dissolve any saline build up. This attempt to remove the guidewire was unsuccessful. The burr was microscopically examined and no issues were noted with the annulus of the burr. The coil was microscopically examined. It was noted that the coil was broken inside the actual burr. The distal coil was stretched and the proximal coil was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 yrs or older. (B)(4).

Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, removal difficulties and a burr detachment occurred. Vascular access was obtained via the femoral artery. The 70% stenosed proximal and the 90% stenosed distal target lesion was located in the moderately tortuous and calcified right coronary artery (rca). The proximal lesion was eccentric and the mid lesion was concentric. This 1.50mm burr along with a rotawire floppy guide wire were selected. The rotablator burr and advancer were connected correctly and tested outside the patient with rotational speed of 170,000 rpm and saline was running sufficiently under pressure of 300mmhg. The device was positioned with the radiopaque tip very distal in the patent ductus arteriosus (pda). The burr was delivered to the proximal point of the rca and burring began at the proximal section of the artery. The proximal calcified section took approximately 2min 40secs to pass the burr through with multiple runs. The burr was then advanced to the mid-section of the rca around a moderate bend in the artery. Burring was then administered with a starting speed of 174,000 rpm. The first ablation of 15 seconds was completed with no major drops in speed. On the second ablation the speed dropped dramatically to 130,000 rpm and then 100,000 rpm and then stalled all within a matter of 1 second. At this point the burr had actually jumped through the lesion. The physician attempted to pull the burr back but felt resistance. The physician proceeded to restart rotation of the burr and advance the burr forward further. At this point it stalled again but was able to cross completely through the lesion therefore not blocking vessel blood flow. The physician then attempted to pull the burr back through the lesion. At this point the physician noticed that the guide wire had completely come back and the radiopaque tip was now touching the burr tip. An attempt was made to pull the burr and the guide wire at the same time to retract the burr back across the vessel lesion with no rotation happening, which was unsuccessful. The physician turned the dynaglide on and with more force pulled the burr and the guide wire at the same time at an approximate speed of 50,000-60,000 rpm. The burr then passed back through the lesion and was removed back into the guide catheter along with the rotawire. The burr, rotawire guide wire and guide catheter were completely removed from the patient. Contrast was injected to check that there were no perforations. A series of images of the rca were completed at different angles and confirmed that there was no damage done to the vessel. The radiopaque tip was inspected and it was still attached to the rotawire guide wire, no damage was noted. On inspecting the burr the physician noticed that the burr tip was no longer attached to the shaft and it was freely sliding up and down the guide wire between the shaft and the radiopaque tip of the guide wire. The physician stated that it "is very tough calcium and the patient would not tolerate this procedure." The physician also stated that they "did not believe the product failed, but it was just the severity of the disease that had caused this to occur." The physician decided to abort the case due to this event and the patient is awaiting surgical review. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, removal difficulties and a burr detachment occurred. Vascular access was obtained via the femoral artery. The 70% stenosed proximal and the 90% stenosed distal target lesion was located in the moderately tortuous and calcified right coronary artery (rca). The proximal lesion was eccentric and the mid lesion was concentric. This 1.50mm burr along with a rotawire floppy guide wire were selected. The rotablator burr and advancer were connected correctly and tested outside the patient with rotational speed of 170,000 rpm and saline was running sufficiently under pressure of 300mmhg. The device was positioned with the radiopaque tip very distal in the patent ductus arteriosus (pda). The burr was delivered to the proximal point of the rca and burring began at the proximal section of the artery. The proximal calcified section took approximately 2min 40secs to pass the burr through with multiple runs. The burr was then advanced to the mid-section of the rca around a moderate bend in the artery. Burring was then administered with a starting speed of 174,000 rpm. The first ablation of 15 seconds was completed with no major drops in speed. On the second ablation the speed dropped dramatically to 130,000 rpm and then 100,000 rpm and then stalled all within a matter of 1 second. At this point the burr had actually jumped through the lesion. The physician attempted to pull the burr back but felt resistance. The physician proceeded to restart rotation of the burr and advance the burr forward further. At this point it stalled again but was able to cross completely through the lesion therefore not blocking vessel blood flow. The physician then attempted to pull the burr back through the lesion. At this point the physician noticed that the guide wire had completely come back and the radiopaque tip was now touching the burr tip. An attempt was made to pull the burr and the guide wire at the same time to retract the burr back across the vessel lesion with no rotation happening, which was unsuccessful. The physician turned the dynaglide on and with more force pulled the burr and the guide wire at the same time at an approximate speed of 50,000-60,000 rpm. The burr then passed back through the lesion and was removed back into the guide catheter along with the rotawire. The burr, rotawire guide wire and guide catheter were completely removed from the patient. Contrast was injected to check that there were no perforations. A series of images of the rca were completed at different angles and confirmed that there was no damage done to the vessel. The radiopaque tip was inspected and it was still attached to the rotawire guide wire, no damage was noted. On inspecting the burr the physician noticed that the burr tip was no longer attached to the shaft and it was freely sliding up and down the guide wire between the shaft and the radiopaque tip of the guide wire. The physician stated that it "is very tough calcium and the patient would not tolerate this procedure." The physician also stated that they "did not believe the product failed, but it was just the severity of the disease that had caused this to occur." The physician decided to abort the case due to this event and the patient is awaiting surgical review. No patient complications were reported and the patient's status is stable.